Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to the lab method. Method: I-stat, time: 11:30, inr: 3.5. Method: stago, time: 09:40, inr: 1.27 ((B)(6) 2011). The customer did not return any product for investigation. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.